Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic procedure, the stapler was able to fire but the staples did not close the tissues and stayed open. It was also stated that the staple line was incomplete on the distal and staples did not form a "b" shape. The second reload had the same issue. A third reload was opened to complete the case. There was no patient injury.